Manufacturer narrative:
Gtin number for item (B)(4), lot 17053088 is 07613203020992. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported they had a leak at pumping segment of the tubing. There was no report of patient harm.